Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pains/ abnormal cramping"), pelvic pain ("pain / intermittent to constant pelvic area") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure (batch no. 713462) inserted for intra-uterine contraceptive device insertion. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's past medical history included uterine bleeding, dysfunctional uterine bleeding, dysmenorrhea, metrorrhagia, adenomyosis and multigravida (3). Concurrent conditions included ovarian cyst, headache, blood pressure high, eye allergy, anemia, constipation, ileus, ovarian vein thrombosis, lymphedema and tobacco user. Family history included hypertension (mother), endometriosis (mother), thrombosis leg (mother), stroke, type 2 diabetes mellitus and systolic murmur. Concomitant products included ketorolac tromethamine (toradol) for pelvic pain as well as atenolol from (B)(6) 2012 to (B)(6) 2012, cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2012 to (B)(6) 2012, hydrochlorothiazide, ibuprofen, lisinopril, naproxen sodium since 2010 and oxycodone from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 20 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced procedural pain ("following hysterectomy she suffered a painful post-operative rrecovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with nsaid's, paracetamol (acetaminophen), surgery (partial hysterectomy was performed.), surgery (total hysterectomy and salpingectomy( uterus and cervix removed) ¿ vaginally) and surgery (on (B)(6) 2012 a partial hysterectomy was performed.). Essure was removed on(B)(6) 2012. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, depression, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain and procedural pain was resolving and the vaginal haemorrhage, dyspareunia and anxiety had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010: a device was placed in the left ostia leaving just the tip of the coil extending into the cavity. The second device was placed in the right tube with a moderate amount of difficulty. The essure device was then released with about half the device protruding into the uterine cavity. Bleeding from the cervix was controlled with pressure. Diagnostic results: hysterosalpingogram -hysterosalpingogram complete- technique: after prepping the cervix. A catheter was placed into the endometrial cavity. Following contrast injection. Images of the uterus and fallopian tubes were obtained. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet and mr recieved: new reporter, patient demographic information, lab data, relevant information, essure indication, start date, concomitant and events: depression, mental anguish, dysmenorrhea (cramping) and vaginal discharge were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pains/ abnormal cramping"), pelvic pain ("pain / intermittent to constant pelvic area") and genital haemorrhage ("excessive bleeding") in a 30-year-old female patient who had essure (batch no. 713462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's past medical history included uterine bleeding, dysfunctional uterine bleeding, dysmenorrhea, metrorrhagia, adenomyosis and multigravida (3). Concurrent conditions included ovarian cyst, headache, blood pressure high, eye allergy, anemia, constipation, ileus, ovarian vein thrombosis, lymphedema and tobacco user. Family history included hypertension (mother), endometriosis (mother), thrombosis leg (mother), stroke, type 2 diabetes mellitus and systolic murmur. Concomitant products included ketorolac tromethamine (toradol) for pelvic pain as well as hydrochlorothiazide, ibuprofen and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 1 year 5 months after insertion of essure, the patient experienced procedural pain ("following hysterectomy she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with nsaid's, paracetamol (acetaminophen), and surgery (total hysterectomy and salpingectomy( uterus and cervix removed) ¿ vaginally). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown and the pelvic pain and procedural pain was resolving. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010: a device was placed in the left ostia leaving just the tip of the coil extending into the cavity. The second device was placed in the right tube with a moderate amount of difficulty. The essure device was then released with about half the device protruding into the uterine cavity. Bleeding from the cervix was controlled with pressure. Diagnostic results: hysterosalpingogram -hysterosalpingogram complete- technique: after prepping the cervix. A catheter was placed into the endometrial cavity. Following contrast injection. Images of the uterus and fallopian tubes were obtained. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event added and salpingectomy added as additional removal surgery. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pains/ abnormal cramping"), pelvic pain ("pain / intermittent to constant pelvic area") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure (batch no. 713462 inv) inserted for intra-uterine contraceptive device insertion. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's past medical history included uterine bleeding, dysfunctional uterine bleeding, dysmenorrhea, metrorrhagia, adenomyosis and multigravida (3). Concurrent conditions included ovarian cyst, headache, blood pressure high, eye allergy, anemia, constipation, ileus, ovarian vein thrombosis, lymphedema and tobacco user. Family history included hypertension (mother), endometriosis (mother), thrombosis leg (mother), stroke, type 2 diabetes mellitus and systolic murmur. Concomitant products included ketorolac tromethamine (toradol) for pelvic pain as well as atenolol from (B)(6) 2012, cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2012 , hydrochlorothiazide, ibuprofen, lisinopril, naproxen sodium since 2010 and oxycodone from (B)(6) 2012 in (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 20 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced procedural pain ("following hysterectomy she suffered a painful post-operative rrecovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with nsaid's, paracetamol (acetaminophen), surgery (partial hysterectomy was performed.), surgery (total hysterectomy and salpingectomy( uterus and cervix removed) ¿ vaginally) and surgery (on (B)(6) 2012 a partial hysterectomy was performed.). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, depression, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain and procedural pain was resolving and the vaginal haemorrhage, dyspareunia and anxiety had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010: a device was placed in the left ostia leaving just the tip of the coil extending into the cavity. The second device was placed in the right tube with a moderate amount of difficulty. The essure device was then released with about half the device protruding into the uterine cavity. Bleeding from the cervix was controlled with pressure. Diagnostic results: hysterosalpingogram -hysterosalpingogram complete- technique: after prepping the cervix. A catheter was placed into the endometrial cavity. Following contrast injection. Images of the uterus and fallopian tubes were obtained. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp abdominal pains/ abnormal cramping'), pelvic pain ('pain / intermittent to constant pelvic area') and genital haemorrhage ('excessive bleeding') in a 29-year-old female patient who had essure (batch no. 713462 not valid, 713452) inserted for intra-uterine contraceptive device insertion. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's medical history included uterine bleeding, dysfunctional uterine bleeding, dysmenorrhea, metrorrhagia, adenomyosis and multigravida (3). * hysterosalpingogram -hysterosalpingogram complete- technique: after prepping the cervix. A catheter was placed into the endometrial cavity. Following contrast injection. Images of the uterus and fallopian tubes were obtained. Concurrent conditions included ovarian cyst, headache, blood pressure high, eye allergy, anemia, constipation, ileus, ovarian vein thrombosis, lymphedema and tobacco user. Family history included hypertension (mother), endometriosis (mother), thrombosis leg (mother), stroke, type 2 diabetes mellitus and systolic murmur. Concomitant products included ketorolac tromethamine (toradol) for pelvic pain as well as from (B)(6) 2012 to (B)(6) 2012, atenolol from (B)(6) 2012 to (B)(6) 2012, hydrochlorothiazide, ibuprofen, lisinopril, naproxen sodium since 2010 and oxycodone from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 11 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced procedural pain ("following hysterectomy she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2012 a partial hysterectomy was performed., partial hysterectomy was performed. And total hysterectomy and salpingectomy( uterus and cervix removed) ¿ vaginally). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, depression, dysmenorrhoea, vaginal discharge and psychological trauma outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and anxiety had resolved and the procedural pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010: a device was placed in the left ostia leaving just the tip of the coil extending into the cavity. The second device was placed in the right tube with a moderate amount of difficulty. The essure device was then released with about half the device protruding into the uterine cavity. Bleeding from the cervix was controlled with pressure. This lot 713462 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: fu 10,11&12 process together- pif received: lot number was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pains/ abnormal cramping"), pelvic pain ("pain / intermittent to constant pelvic area") and genital haemorrhage ("excessive bleeding") in a 30-year-old female patient who had essure (batch no. 713462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, dysfunctional uterine bleeding, dysmenorrhea, metrorrhagia, adenomyosis and vaginal delivery (3). Concurrent conditions included ovarian cyst, headache, blood pressure high, eye allergy, anemia, constipation, ileus, ovarian vein thrombosis, lymphedema and tobacco user. Family history included hypertension (mother), endometriosis (mother), thrombosis leg (mother), stroke, type 2 diabetes mellitus and systolic murmur. Concomitant products included ketorolac tromethamine (toradol) for pelvic pain as well as hydrochlorothiazide, ibuprofen and lisinopril. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("following hysterectomy she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain, pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (partial hysterectomy was performed.), surgery (total hysterectomy( uterus and cervix removed) ¿ vaginally). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown and the pelvic pain and procedural pain was resolving. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010: a device was placed in the left ostia leaving just the tip of the coil extending into the cavity. The second device was placed in the right tube with a moderate amount of difficulty. The essure device was then released with about half the device protruding into the uterine cavity. Bleeding from the cervix was controlled with pressure. Diagnostic results: hysterosalpingogram -hysterosalpingogram complete- technique: after prepping the cervix. A catheter was placed into the endometrial cavity. Following contrast injection. Images of the uterus and fallopian tubes were obtained. Most recent follow-up information incorporated above includes: on 26-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, menorrhagia, dyspareunia, pelvic pain were added. Reporter, patient demographic information, all other relevant history updated. Product insertion date updated, lot number added, concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp abdominal pains/ abnormal cramping'), pelvic pain ('pain / intermittent to constant pelvic area') and genital haemorrhage ('excessive bleeding') in a 29-year-old female patient who had essure (batch no. 713462 not valid) inserted for intra-uterine contraceptive device insertion. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's medical history included uterine bleeding, dysfunctional uterine bleeding, dysmenorrhea, metrorrhagia, adenomyosis and multigravida (3). Hysterosalpingogram -hysterosalpingogram complete- technique: after prepping the cervix. A catheter was placed into the endometrial cavity. Following contrast injection. Images of the uterus and fallopian tubes were obtained. Concurrent conditions included ovarian cyst, headache, blood pressure high, eye allergy, anemia, constipation, ileus, ovarian vein thrombosis, lymphedema and tobacco user. Family history included hypertension (mother), endometriosis (mother), thrombosis leg (mother), stroke, type 2 diabetes mellitus and systolic murmur. Concomitant products included ketorolac tromethamine (toradol) for pelvic pain as well as from (B)(6) 2012 to (B)(6) 2012, atenolol from (B)(6) 2012 to (B)(6) 2012, hydrochlorothiazide, ibuprofen, lisinopril, naproxen sodium since 2010 and oxycodone from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 11 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced procedural pain ("following hysterectomy she suffered a painful post-operative rrecovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (on (B)(6) 2012 a partial hysterectomy was performed., partial hysterectomy was performed. And total hysterectomy and salpingectomy( uterus and cervix removed) ¿ vaginally). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, depression, dysmenorrhoea, vaginal discharge and psychological trauma outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and anxiety had resolved and the procedural pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010: a device was placed in the left ostia leaving just the tip of the coil extending into the cavity. The second device was placed in the right tube with a moderate amount of difficulty. The essure device was then released with about half the device protruding into the uterine cavity. Bleeding from the cervix was controlled with pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event psych injury. Outcome of pain and bleeding was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion inserts) inserted and experienced excessive bleeding (seen as genital bleeding) and sharp abdominal pains/abnormal cramping. These events are anticipated in the reference safety information for essure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (partial hysterectomy). Other non-serious events were reported. As a product quality defect could not be confirmed but is not considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pains/ abnormal cramping") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (on (B)(6) 2012 a partial hysterectomy was performed.) Essure was withdrawn. On (B)(6) 2012, the patient experienced procedural pain ("following hysterectomy she suffered a painful post-operative recovery"). At the time of the report, the abdominal pain, genital haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced excessive bleeding (seen as genital bleeding) and sharp abdominal pains/abnormal cramping. These events are anticipated in the reference safety information for essure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (partial hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.